Event description:
It was reported that the 2800 system displayed a communication error. This issue occurred once during boot up. No patients were involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep could not duplicate the problem. The system operates as intended.